Event description:
It was reported that the electrocardiogram (ECG) connector was loose and faulty. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. The parts required for the repair to restore functionality of this programmer are no longer available. The programmer will be sent back to the customer. (B)(4).